Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family member reported a loose connector pin on the recharger. The consumer noticed this when he first got it about six months ago, but was able to make the recharger work. A few days ago, the recharger completely stopped. The recharger is not charging, the consumer was not able to charge the implantable neurostimulator (ins), and the consumer¿s health was declining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.